Event description:
Customer reported that the pump activated, with the led visible and vibration felt, but the screen failed to turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.